Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. (Linked to mfg. Report number 3013886523-2021-00114). Additional information received april 13, 2021 noted the "patient died. The physician didn¿t attribute the patients death to this 2nd implanted valve which was used to replace the original hakim valve which was reported under mfg. Report number 3013886523-2021-00114. Additional information received april 15, 2021: according to the family, there has been no prior seizures or head trauma. It was indicated the cause of death was complications by prolonged ICU stay. Date of death was (B)(6) 2021. The physician concluded, the patient's worsening condition never had to do with the valve, and further indicated the case of the patient as a whole has always been complicated.

Manufacturer narrative:
The hakim valve was not returned for evaluation (patient buried with the valve implanted) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. As specified in the IFU, adverse events section: "devices for shunting csf may have to be replaced at any time due to medical reasons or failure of the device. Keep patients with implanted shunt systems under close observation for symptoms of shunt failure. Complications of implanted shunt systems include mechanical failure, shunt pathway obstruction, infection, foreign body (allergic) reaction to implants, and csf leakage along the implanted shunt pathway. Clinical signs such as headache, irritability, vomiting, drowsiness, or mental deterioration may be signs of a nonfunctioning shunt". According to integra's medical safety assessment conclusion: ¿a causal relationship between the device and the demise of the patient is inconclusive¿

Event description:
N/a.